Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 20x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion despite multiple attempts. The device was removed and outside the patient's body, the physician noted a "split finely" on the distal part of the edge. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.